Event description:
Per dealer, when they pickup their loaner chair at the end user house, they discovered that the cable to the joystick was severed, dealer does not know how or when this happened. No injuries to report